Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, after firing the second reload at the insicura angularis, the I-beam blade would not retract. Two manual retraction tools were used but after a few attempts the retraction tool broke and could not continue to retract the blade. Soft reboot failed. Two allen keys were tried to no avail. The adapter and reload was difficult to unload so the adapter with reload was eventually pulled off from remnant stomach, causing tear on the tissue (insicura angularis). Laparoscopic stitching was required to repair the defect with an additional omental patch pexy. Perforation at staple line with gastric mucous contamination was oversewn. Surgical time was extended by 30 minutes. Second day postoperatively, the patient was septic, febrile and tachycardic. A computed tomography (CT) scan was ordered and hematoma forming was found. On day 6, the patient severe upper quadrant pain so a repeat CT scan was performed. On day 7, the patient had laparoscopic drainage of intra-abdominal abscesses, washout and two drains were placed. The patient was given intravenous antibiotics and antifungals. The patient required a week in hospital. The same handle worked fine with another reload and adapter.